Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported suture break and irregular appearance could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Without the device components returned a conclusive cause for the reported irregular appearance cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic heart catheterization. Reportedly, when the plunger was removed, there was a link attached; however, only approximately 5 inches of the suture came out and looked clean cut. It seemed part of the suture was not attached. Another proglide device was attempted. The knot was tightened on top of the artery; however, when pressure was removed there was pulsatile bleeding. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.